Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device upn and lot number. Therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
Note: this report pertains to the second of two speedband superview super 7 used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used during a variceal banding procedure performed on (B)(6) 2024. During the procedure, the bands were unable to deploy. A second speedband superview super 7 was used; however, the bands got tangled could not be deployed. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event.